Event description:
It was reported that the video system center had e333 touch panel error. The issue was found during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
There were no reports of patient involvement. However, no additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction and results of the final investigation. Updated fields: d8, h2, h6, h11 corrected fields: a2, a4, a5, a6, b5, b6, b7, e1, e3, h6, g2 (remove health professional) the device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of the reported failure could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.